Event description:
The wife of an end user of a continuous positive airway pressure (CPAP) device and associated heated humidifier reported her husband appeared to have respiratory distress during the night, which culminated in cessation of breathing and pulselessness. Resuscitation efforts were unsuccessful by family and healthcare professionals. The manufacturer was made aware of the reported event by the (B)(6) competent authority, (B)(6). The manufacturer's investigation is on-going. Upon completion of the investigation, the manufacturer will file a follow up report.

Manufacturer narrative:
The manufacturer received the continuous positive airway pressure (CPAP) device and the associated heated humidifier for evaluation. The investigation found no evidence of a failure with the received devices that would have resulted in the interruption or loss of therapy. The patient encore report indicated that the devices functioned properly. The devices passed all inspections and testing. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs.). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." This is not a life support device based on the information available the manufacturer concludes that the device did not cause or contribute to the event, and no further action is necessary.